Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a consult device. The next day, the patient presented to the clinic, and found the remote upload, and it was determined that this s-ICD was delivering an electrical shock due to the slight oversensing found in the episode. Currently, this s-ICD remains in use and no additional adverse patient events have been reported.